Manufacturer narrative:
As reported, after wire passage, the 4.0 x 40 .014 saber percutaneous transluminal coronary angioplasty (ptca) balloon was advanced to the lesion and inflated; however, during the first inflation at approximately 8 atm, the balloon ruptured. A non-compliant, non-cordis balloon was then used for dilation. The procedure was successfully completed. There was no reported injury to the patient. The device was being used for a severely calcified occlusive lesion in the popliteal artery. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 2304174510 presented no issues during the manufacturing process that can be related to the reported event. The reported ¿balloon burst - at/below rbp¿ could not be observed as the device was not returned for analysis. The exact cause could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. However, without the return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. According to the warnings in the safety information in the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the product analysis, the device history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. No preventative or corrective actions will be taken at this time.

Event description:
As reported, after wire passage, the 4.0 x 40 .014 saber percutaneous transluminal coronary angioplasty (ptca) balloon was advanced to the lesion and inflated; however, during the first inflation at approximately 8 atm, the balloon ruptured. A non-compliant, non-cordis balloon was then used for dilation. The procedure was successfully completed. There was no reported injury to the patient. The device was being used for a severely calcified occlusive lesion in the popliteal artery. The device will not be returned for evaluation.

Event description:
As reported, after wire passage, the 4.0 x 40 saber percutaneous transluminal angioplasty (pta) balloon was advanced to the lesion and inflated; however, during the first inflation at approximately 8 atm, the balloon ruptured. A non-compliant, non-cordis balloon was then used for dilation. The procedure was successfully completed. There was no reported injury to the patient. The device was being used for a severely calcified occlusive lesion in the popliteal artery. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.